Event description:
It was reported that the catheter fractured, but this was unconfirmed. Info was provided to physician regarding catheter access port (cap) dye studies and imaging. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).